Event description:
Additional information indicates this issue was previously reported on manufacturer reference number: 1627487-2020-32395.

Manufacturer narrative:
This record is no longer reportable as noted in b5.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-32862. It was reported that the patient had been receiving inadequate therapy due to lead migration after suffering a recent fall. The patient underwent surgical intervention where both leads were explanted and replaced. Surgical intervention resolved the patient's issue.